Event description:
A caller reported encountering a continuous glucose monitor (cgm) error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.